Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Toggled on, off and increased, decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing. Hardware low level failures alarm variable 3 was noted in the history download due to broken trace. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.